Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and found a damaged collect clamp in the reported problem area of the pipette assembly. The necessary parts were replaced. The instrument was tested without further problem, and was returned to expected operation.